Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information obtained: the site was not cleaning the sureform 60 stapler instruments with sterile water in between reloads. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the information associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show a sureform 60 stapler (lot number k14240913-0294) was installed on the system 5 times and fired 5 white reloads. On install 3, the system failed to detect the reload color and the user manually selected the white reload via the user interface on the surgeon side console (ssc) touchpad. On installs 1, 3, and 4, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 2, the first two clamps were successful, but were followed by a firing failure. On install 5, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with 1 pause for compression. After the 5th firing, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. A review of an image provided by the customer of the reported issue was conducting. Looking at the stapler reload on the right side of the image, it can be confirmed that there is a staple and some debris. However, it is unclear if the staple and debris are lodged in the knife slot about 3/4 of the way down the reload. Based on this image alone we cannot determine a root cause; however, staples becoming lodged in the knife track are usually a result of stapling across an existing staple line which is warned against in the sureform user manual.

Event description:
It was reported that during a da vinci-assisted revision gastric sleeve to bypass surgical procedure, a white sureform 60 reload only fired two thirds of the way with a sureform 60 stapler instrument on stomach tissue. The firing sequence did not produce any error messages. According to the initial reporter, a staple appeared to be lodged within the track of the stapler reload and the misfire created small pieces of plastic to be peeled off of the stapler reload. A v-loc suture was placed to reinforce the staple line. The procedure continued and was completed robotically. The patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.